Event description:
The event is reported as: improper packaged sealing. The alleged issue was detected during incoming inspection by the distributor (B)(4).

Manufacturer narrative:
It was observed a "improper package sealing". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR the product et tube, hvt, 9.0 lot #01m1300061 was manufactured on december 12, 2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. It was observed a "improper package sealing", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.